Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, g6, h2, h3, h4, h6. The lag screw reamer was returned for investigation. The shaft of the instrument shows signs of normal usage, but it is overall inconspicuous. The cutting edge of the instrument is fractured. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. No information was received on the other instruments and implants used during surgery; therefore, a compatibility review of the involved products could not be performed. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Based on the analysis of the returned instrument and radiographs, a fracture of the lag screw reamer can be confirmed. Based on the review the surgical technique it can only be assumed that using the wrong ccd angle during assembly of the lag screw reamer on the targeting guide could possibly lead to an impingement of the tip of the lag screw on the nail. This could possibly contribute to the fracture of the reamer. However, with the available information, it is impossible to reproduce the reported event and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is complete and to date no additional information on the reported event is available.

Event description:
Diligence is complete and to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the cephalic drill bit broke during the mech for its insertion. Subsequently was noted on x-rays, presence of a fragment from the end of the cephalic screw in the patient's femur with no functional impact. No delay noted. No surgery unplanned necessary. Only instrument issue. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2. Report source: france the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.